Event description:
Reportedly, a 23mm valve was explanted after an implant duration of approximately 5 months (4.97 months) due to aortic stenosis (as) and infective endocarditis (ie). The customer reported that a 23mm aortic valve was implanted to correct as on (B)(6) 2013. The device was explanted and replaced with another 23mm valve. Through follow up with the surgeon, it was learned that at explant, vegetation was observed at the entire area of the leaflets and it restricted the mobility of the leaflets. The customer commented that this explant was within expectation and not device related. The patient status was reported as recovered at (B)(6) 2013. The device will not be returned for evaluation due to infection. Type of infection was (B)(6). Source of infection remains unknown. Echo report will not be provided. The patient history shows he has acquired infection a few times before the first avr.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation due to infection. The type of infection was identified as staph epidermidis. The source, however, was not identified. The health care provider did indicate that this was not device related. No echocardiography will be provided. Patient status is indicated as "recovered". No other information regarding the patient has been released. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.